Event description:
Ambulance crew enroute to health care center with patient when the zoll x series patient monitor performed one blood pressure and then would not take anymore. The monitor screen messaged "kinked hose." Emergency medical technician (emt) checked the hose and connect and was tight at monitor. Emt changed the blood pressure cuff. Zoll was still not taking blood pressure. Emt performed manual blood pressure with no problem. There was no injury caused to patient. After the run, the emt checked out the monitor further and changed the connection by the blood pressure cuff and the unit still did not perform blood pressure. Monitor pulled from service and sent to biomedical engineering. Biomed examined the monitor and replaced multiple nibp hose without any change. Biomed found the nibp pump was not functioning and ordered (from zoll) and relaced the nibp pump.